Event description:
It was reported that during an emergent procedure for treatment of myocardial infarction, a promus stent was successfully deployed in the saphenous vein graft (svg) to the obtuse marginal, after pre-dilatation. Post-dilatation was successfully performed. Plavix was prescribed upon hospital discharge. Four days post procedure, the patient presented with chest pain and in-stent thrombosis was diagnosed. Ptca was performed and antiplatelets were prescribed. There was no adverse patient sequela and the patient's current condition is reported as stable. Per physician, the patient was not compliant with the prescribed medication. No additional information was provided. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). (Recent myocardial infarction; used in svg). The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina and thrombosis are known adverse events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the patient experienced a recent myocardial infarction before the index procedure, it should be noted that the promus IFU cautions that: the safety and effectiveness of the promus stent have not been established for subject populations with recent acute myocardial infarction (ami). Additionally, since it was reported that the promus stent was implanted in a saphenous vein graft, it should be noted that the promus IFU states: the promus everolimus-eluting coronary stent system (promus stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. The IFU cautions that: the safety and effectiveness of the promus stent have not been established for subject populations with lesions located in saphenous vein grafts. It was also reported that the patient was resistant to aspirin and not compliant with his antiplatelet medications. The promus IFU also states that: the promus stent is contraindicated for use in patients who cannot receive antiplatelet and/or anti-coagulant therapy. Antiplatelet drugs should be used in combination with the promus stent. It is very important that the patient is compliant with the post-procedural antiplatelet therapy recommendations. Early discontinuation of prescribed antiplatelet medication could result in a higher risk of thrombosis, mi, or death. In this case, it cannot be determined whether the IFU deviations contributed to the reported patient effects.

Event description:
Flaking. The coating flaked off inside of female patient during bunionectomy procedure. The product may have been hit with the saw during the procedure. A standard x-ray was taken after the procedure and the flakes of coating were seen inside of the patient. The patient foot is swollen and hot.